Event description:
Info received indicates the bed is difficult to move.

Manufacturer narrative:
The technician found wax build up on the casters, causing the casters to slide and not roll. The technician replaced the casters and adjusted the brake/steer to repair the bed.